Event description:
Major pump unit(s) involved: external control system failure. Controller. Specific component(s) involved: external controller malfunction. Causative or contributing factor: patient's error in caring for system. Intervention(s): replacement of external controller. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.